Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the mobile system. Reference medwatch with patient identifier (B)(6) for the performa nano system.

Event description:
Reporter stated that customer received the following results on the mobile system within 1 minute and 3 minutes respectively: hi (result over 600 mg/dl) and 130 mg/dl lo (result less than 10 mg/dl) and an approximate result between 120 mg/dl and 130 mg/dl reporter also stated that patient received the following results, with two different meters within 5 minutes: 44 mg/dl (mobile system) and 250 mg/dl (performa nano system). Each set of readings were taken at different times. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.